Event description:
Patient in vascular lab having aortogram with runoff. Dr noted catheter to have fragmented, approx 10cm in length per doctor. The catheter did break off and approx 5 inches remained in the "illeac" right external iliac artery. The procedure was stopped at this point. An infusion bag-500cc ns with 5000 units of heparin was connected to the remaining sheath at the femoral site. Surgeon was immediately consulted. The surgeon took the patient to the or to remove the catheter and did a fem pop bypass. The patient is recovering well.